Event description:
It was reported the epg (external pulse generator) turns off immediately when pressing the off button only once. The second command to press the off button does not appear. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the off key was collapsed. It was also noted that the upper and lower cases were broken and had pry marks, the side bail covers were broken and contaminated, the ring cover was contaminated, the battery contacts were compressed, the battery drawer had pry marks and was contaminated and the liquid crystal display (lcd) had missing pixels.